Event description:
A 6 mm diameter x 17 mm length bridge x3 biliary stent was inserted for use in a pt for treatment of a renal artery lesion in 2002. Percent stenosis of the lesion unk. Vessel morphology was reported to be non-tortuous with moderate calcification. It was reported that the physician was unable to advance the stent to the lesion. When the physician attempted to remove the stent, it got caught on calcium approx 3 mm proximal to the lesion. During attempts to bring the stent back into the 8 french cordis guide catheter, the stent came off of the balloon. The stent was removed with a snare, and the lesion was treated by balloon angioplasty only. No clinical sequelae were reported, and the pt is reported to be fine. The device was discarded.